Manufacturer narrative:
Manufacturing review: the device lot number was not provided; therefore, the device history records were not reviewed. Visual inspection: the device was returned. Product packaging and label were not returned. The balloon size was printed on the balloon hub of the catheter and identified the returned sample as a 16mm x 4cm balloon. Frayed fibers were noted 5.1cm from the distal tip. The catheter was kinked 8.3cm and 79.9cm from the distal tip. However, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. No other anomalies were noted along the length of the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035" guidewire and it passed with no issues. The catheter inflation hub was then connected to an inflation device and an attempt to inflate the balloon with water was made. Water was noted exiting the fibers on the proximal cone and the barrel of the balloon. During inflation, frayed fibers were found constricting the shape of the balloon, identifying an asymmetrical inflation. The balloon was deflated without issue. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. The investigation was confirmed for a balloon rupture as water was observed exiting the fibers during inflation. The investigation was confirmed for frayed balloon fibers on the barrel of the balloon. Additionally, the investigation was confirmed for material deformation, as an asymmetrical balloon inflation was identified during functional evaluation. Per the reported event details, the device was inflated within a bare metal stent. Therefore it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly ruptured (atm unknown) during inflation within a bare metal stent. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly ruptured (atm unknown) during inflation within a bare metal stent. There was no reported patient injury.